Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band fell off during deployment and was not ligated at the intended position. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 20, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged, however, slack was not taken up. No other problems with the device were noted. The reported event of bands premature deployment was not confirmed. It was found that the instructions for use of the device weren't follow since the slack wasn't taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit. ", however, it was found that the slack wasn't taken up from the handle slot. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block a1, block a2 (date of birth), block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on august 20, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band fell off during deployment and was not ligated at the intended position. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 20, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a venous ligation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band fell off during deployment and was not ligated at the intended position. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.